Event description:
Customer called to report a medical emergency. Customer stated the paramedics treated her for low blood glucose. The current blood glucose reading is 185 mg/dl. Customer stated that she passed out and woke up to paramedics treating her. The blood glucose reading at the time of the event was 20 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.